Event description:
Had pain swelling fluid build up from breast implant. Had to have it removed and have a fat transfer. With complications, not sure what test done, dr says maybe because radiation I had problems. I think it was from a textured breast implant. I had all symptoms of cancer from implant. He removed implant. I still have one textured in. I have brain fog, itching, headaches, I believe from implant. FDA safety report ID# (B)(4).